Manufacturer narrative:
The customer was shipped replacement hardware but not all items have been returned to merge healthcare for evaluation. Additionally, the customer called merge technical support again on 18jun2018 to report the same freezing issue in the same lab and troubleshooting efforts are underway. A supplemental report will be submitted when more information is available. (B)(4).

Event description:
Merge hemodynamics displays, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2018, a customer reported to merge healthcare that the hemo monitor froze in the site's cath lab 2. Information obtained from the customer revealed that the issue occurred multiple times during a tavr (transcatheter aortic valve replacement) procedure that lasted three (3) hours. The freezing issue affected the patient's waveform data so the EKG data was manually captured using the anesthesiology cart. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer confirmed that the procedure was completed successfully using alternate means. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 20jun2018. As stated in the initial report, replacement hardware was shipped to the customer and are listed below: a replacement 50' trunk cable was shipped to the customer on 12jun2018 for additional troubleshooting. However, the freezing issue persisted after the replacement cable was installed. Merge technical support then shipped the customer a replacement hemo monitor pc on 18jun2018. The faulty unit was returned to merge healthcare on 09jul2018 for evaluation. The results showed that the customer's reported problem, hemo monitor screen freezing, could not be duplicated. The unit passed a full system diagnostics test five (5) times. The hard drive was wiped of phi (protected health information) and replaced, software was reloaded on the unit, and anti-virus software was ran. The unit ran for three (3) days without issue and was then returned to service stock. For this reason, conclusions code 67 (no problem detected) was used. However in follow up communication with the customer on 31jul2018, it was reported to merge technical support that the freezing issue was resolved. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). A review of the customer's hemo case management within merge healthcare's internal database found that there have been no other reports of freezing issues from the customer as of 13aug2018. No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious impact to a patient, and the customer's confirmation that the freezing issue has been resolved. Revised information contained in this supplemental report includes the following: date hardware returned to manufacturer (7/09/2018). Date new information received by manufacturer (case closure date 7/31/2018). Evaluation codes: methods code: 10 - actual device evaluated. Results code: 213 - no device problem found (the device either functioned as intended or a problem was not found). Conclusion code: 67 - no problem detected (the device complaint or problem cannot be confirmed).